Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd pca asv microbore cv had air bubbles / air in line. The following information was provided by the initial reporter: pca set 30873 was infusing, nurse inadvertently removed the fluid line from the y-site, did not cap and continued to give pca drug, patient experienced sudden onset of shortness of breath. Clinical error was discovered, line clamped and patient was given immediate interventions including vq scan that was negative. Patient recovered without further complication.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.